Manufacturer narrative:
H3, h6: the device was evaluated in the field. No parts were replaced and the system functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that after the site had performed a spin of the imaging system, the images came over to the navigation system, and then the entire navigation system screen was completely black. The navigation system then displayed an error message and performed a forced reboot. After the reboot, the system came back into the application, and the manufacturer representative (rep) was able to select the correct procedure and re-push the images from the imaging system to the navigation system. After that, the site was able to proceed normally with the case. It was noted by the rep that navigation system had spine tools 43 installed "just last tuesday". There was a surgical delay of less than 1 hour. There was no known impact on patient outcome. Technical services (ts) believes that the error message that briefly appeared on screen was likely error 64.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID:9735740, software version: 2.1.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.